Event description:
Boston scientific crm received information that the patient implanted with this right ventricular (rv) had presented to the emergency room having received therapeutic shocks. Upon interrogation, it was noted the device had recorded out of range rv impedances. The rv pacing impedance was less than 200 ohms, and shocking impedances both less than 20 ohms and greater than 125 ohms were recorded. The patient was hospitalized. No adverse patient effects were observed.

Manufacturer narrative:
A revision procedure was performed and the lead was explanted. The lead is not expected to be returned for analysis. This report will be updated and resubmitted if additional information becomes available.